Event description:
It was reported that the distal cover was found in the patient¿s oral cavity and removed by hand. It was confirmed that the event did not have any impact on the patient. The procedure was completed, and no additional medical interventions were required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the distal cover was insufficiently attached to the scope. Therefore, the distal cover detached from the scope easily due to stress during use. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 (section 3.5) ¿ prevention. Operation manual: chapter 4 (section 4.1) ¿ detection. This supplemental report includes a correction to b5, g2, and h8 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 to be continued: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal scope distal end cover dropped out from the oral cavity. The issue occurred during endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to correct the h6 component codes from tip and imager to cover.